Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and insulin squirt out during prime. The customer blood glucose level was 260 mg/dl. Customer was disconnected during prime. Insulin pump not bumped nor dropped also no water contact. Customer stated that the drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Compromised force sensor system alarm during prime test at 4lbs due to loose or protruded drive support disk. Unable to perform excessive no delivery test due to compromised force sensor system alarm during prime test.